Manufacturer narrative:
B3: unknown. E1 - reporter phone number: (B)(6). Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the faulty pwa was the root cause. The pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41301 at start up. There was unknown patient involvement.